Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the posterior capsule tore. Consequently, the lens would not seat properly in the eye. The incision was enlarged to remove the lens, a vitrectomy was performed and sutured closed the wound.

Manufacturer narrative:
Evaluation results - other - visual inspection of the returned product showed that the optic was torn, and there was a clear surgical residue on the lens.